Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm several times during drain 3 of 4 of treatment as well as an m31 air detected in cassette alarm and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not found to be loose. Fluid was found coming from the cycler set cassette and into the cassette door compartment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was documented upon initial reporting that the patient will stop using the cycler to allow it time to dry for treatment the following day. Additional information was requested but was not provided. It was stated upon initial reporting that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm several times during drain 3 of 4 of treatment as well as an m31 air detected in cassette alarm and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not found to be loose. Fluid was found coming from the cycler set cassette and into the cassette door compartment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was documented upon initial reporting that the patient will stop using the cycler to allow it time to dry for treatment the following day. Additional information was requested but was not provided. It was stated upon initial reporting that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.